Manufacturer narrative:
Please note a change in the lot number from the initial report. Upon completion of this investigation it was noted that the root cause for the problem was due to a manufacturing problem where the seat of the ruby ball was assembled upside down. This is an isolated event. The manufacturing team has been retrained on the process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated due to b1 in the medwatch being reclassified from malfunction to serious injury.

Event description:
It was implanted last week and was explanted on monday due to malfunction. The customer is going to provide me the specifics and I will forward you the additional information. In the interim can you provide me with the complaint number and send me an explants kit. Can you also send them a no charge replacement. Additional information explained that the ruby ball was floating and operating seeting was well over 100mm. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated due to b1 in the medwatch being reclassified from malfunction to serious injury.

Event description:
Rep reported that the ruby ball was floating and the pressure was set at well over 100mm. As a result, the device was revised.